Event description:
It was reported that subsequent to a routine device replacement procedure, the new device was pacing asynchronously. It was determined the right atrial lead and right ventricular lead were switched in the header ports. The leads were switched to the correct header ports and the issue was resolved. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.